Manufacturer narrative:
Manufacturer evaluation of the instrument logs identified two (2) use errors involving failure to follow manufacturer instructions when replacing the reagent in bottle 10 (ethanol). Specifically, the reagent was replaced between 15:52pm and 15:53pm on (B)(6) 2019 during execution of the "factory 8hr xylene standard 2" protocol comprising 15 cassettes started in retort b at 15:49pm on (B)(6) 2019, which is not in accordance with the manufacturer instructions detailed in the leica peloris quick tips; and the process used to manually replace this reagent was also not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris quick tips states the following in the section entitled leica peloris reagent replacement - manual: "ensure that no protocols are running or loaded." As the reagent station to be used for each processing step is scheduled at the start of the processing protocol and any alteration to the properties of the reagent during execution of a processing protocol does not result in re-scheduling of reagent stations, this incorrect user action may result in the reagent concentration in a scheduled reagent station not being appropriate for the particular protocol step. In this instance, bottle 10 (ethanol) had fortunately not been scheduled by the instrument software for use in the "factory 8hr xylene standard 2" protocol started in retort b at 15:49pm on (B)(6) 2019. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The facts indicate that bottle 10 (ethanol) was not in contact with the corresponding sensor for approximately 12 seconds at 15:52pm on (B)(6) 2019, which is not sufficient time to replace the reagent; and the station properties were reset at 15:53pm on (B)(6) 2019, with a user affirming in the instrument software that the ethanol concentration in bottle 10 was to be set to the default concentration of 100% at 15:53pm on (B)(6) 2019. The properties of the reagent bottle in 10 prior to this user action were: ethanol concentration =98.4%, cycles=40, cassettes = 1199 and days =61. Although the user affirmed that the ethanol concentration in bottle 10 (ethanol) was to be set to the default value of 100% at 15:53pm on (B)(6) 2019, the actual ethanol concentration would have remained unchanged at 98.4% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. Although bottle 10 (ethanol) had fortunately not been scheduled by instrument software for use in the "factory 8hr xylene standard 2" protocol started in retort b at 15:49pm on (B)(6) 2019, this incorrect user action would impact the quality of tissue processing in subsequent protocols because the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration is used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 10 (ethanol) with a concentration of 98% and below was used for the final dehydration step in seven (7) protocols comprising a total of 232 cassettes executed between (B)(6) 2019. The station properties for bottle 10 (ethanol) were reset at 12:57pm on (B)(6) 2019. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Manufacturer review of the instrument logs found that the instrument functioned as designed during protocols executed between (B)(6) 2019 and (B)(6) 2019. The root cause of "xylene in alcohols" and "hazy blue film on slides" reported by the complainant "over past several months" could not be determined from the information available. The quality of tissue processing from seven (7) protocols executed between (B)(6) 2019 and comprising a total of 232 cassettes would have been adversely impacted by the use error which occurred at 15:53pm on (B)(6) 2019, when manual replacement of the reagent in bottle 10 (ethanol) was not completed in accordance with manufacturer instructions. In this instance, the fact that the reagent in bottle 10 (ethanol) was replaced by a user during execution of the "factory 8hr xylene standard 2" protocol started in retort b at 15:49pm on (B)(6) 2019 did not impact the quality of tissue processing as this bottle had fortunately not been scheduled by instrument software for use in the protocol.

Event description:
Leica biosystems received a complaint regarding "poor processing", following completion of processing . The leica applications specialist - trainer documented the following information provided by the complainant: "user stating over last several weeks, noticing xylene in all alcohol bottles. Processing affected, started several weeks ago, users change reagetns [sic] when noticing this, issue is better when reagents changed but gets worse. (Carry over?) Has two designated 70% alcohol bottles no xylene present in these." The leica senior applications specialist-core histology (fss) provided telephone support to the laboratory in association with this complaint on 23 august 2019. The fss documented the following additional information reported by the complainant: "over past several months pathologists have complained regarding a hazy blue film on slides, especially for small gi biopsies. Staff had previously used recycled alcohol on instrument and about 3 months ago started only using 100% alcohol; recycled alcohol was used before this hazy blue film noted, hazy blue film also present after ceasing to use recycled alcohol. Customer also noticed that xylene was present in alcohol bottles; amanda was not able to tell me how this determination was made. Since noting xylene in alcohol bottles there was a full instrument reagent dump - after all reagents changed pathologists noted there was no more hazy blue film, however, after a month passes the issue resurfaces. Again, this issue seems limited to gi small biopsies." On 27 august 2019, the leica senior applications specialist-core histology received information that all cases involved in this event were diagnosable.